Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens was explanted because of the wrong lens implanted as per the system recommendation in the unknown eye of a patient. The advanced technology intraocular lens was implanted. The surgeon took the reading three times during the procedure and the system suggested the wrong diopter lens to implant. The surgeon implanted the lens which was recommended by the system. During the post operative visit, found that the vision correction was not accurate with the lens selected. The surgeon exchanged the lens of the patient.

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).